Event description:
The customer observed falsely decreased calcium results while using the architect c16000 analyzer. The customer provided results for 2 patients, as follows: patient 1: initial 0.51 mmol/l, retest 2.13 mmol/l. Patient 2: initial 0.93 mmol/l, retest 2.33 mmol/l. The results were not reported from the laboratory. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Abbott field service (fs) investigated the issue on site and found cuvette washer nozzle pair 2 was blocked causing the cuvettes to overflow. Fs replaced the nozzle pair to resolve the issue. The customer stated they've had no further issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Information was provided to the customer indicating a list of probable causes and corrective actions relevant to the issue is documented in the operations manual. Based on the available information no product deficiency and no malfunction of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
Initial reporter address: biochemistry dept(abbott msc):(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete an evaluation is in-process.